Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses. Post-operatively, the patient suffered spontaneous bilateral breast implant deflations. The breasts hurt and implants are leaking. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 30, 2023, mentor received additional information indicating that the patient had undergone breast implant removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, breast pain.

Manufacturer narrative:
On october 4, 2023, the mentor failure analysis lab received the device for evaluation. On october 4, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the saline 575cc breast implant returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
On october 2, 2023, mentor received additional information indicating that the right breast implant was actually intact upon removal. The patient's implants were replaced with the following devices: (left) 625cc mentor smooth round moderate profile saline catalog: 3501695 lot: 9721459 sn: (B)(6) and (right) 625cc mentor smooth round moderate profile saline catalog: 3501695 lot: 9721459 sn: (B)(6).